Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -physical stress; -chemical stress; -poor storage environment; -aged deterioration. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; leakage was confirmed from the bending section rubber. The distal end cover was damaged. The universal cord was chemically damaged. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported the defects of the distal end and sent the device to olympus. According to the customer, this defects were found when the procedure was completed and the device reprocess was initiated. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the insertion tube had been partially peeled off. It is a MDR reportable malfunction. There was no report of patient injury associated with this event.